Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo and a visual examination was performed on the device, which confirmed the connector type as taper ii. The lap-band, access port I, taper ii and tubing were all returned. The port tubing was separated approximately 1.5 inches from the stainless steel connector. The band was separated approximately .5 inches from the buckle. Needle marks were noted on the port septum. The band tubing was separated approximately 3.5 inches from the tubing collar/junction. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum, and also through the port tubing. An air leak test was not feasible, as the band was cut in half, near the buckle. Under microscopic analysis, both ends of the separated band, the end of the band tubing, and the port tubing all had striated edges, consistent with surgical end cuts to remove the device.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "epigastric pain at port site." Device was removed.